Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs and sample submitted for evaluation. Bd received three photographs and one 20g insyte autoguard bc pro IV catheter. The returned sample matched the IV catheter in the photographs. The sample exhibited evidence of use. The IV catheter was received without the needle and what appeared to be blood residue was observed within the catheter tubing and adapter. As it was reported that the adapter was leaking, the returned unit was tested for leakage. Leakage was confirmed from the midpoint of the pink catheter adapter. A microscopic examination revealed a crack in the adapter over the wedge. The crack appeared to follow the knit line from the molded adapter and was located opposite from the gate mark. The adapter was separated, and the outside diameter of the wedge was measured and found to be within the specification. The observed damage likely occurred during the manufacturing process in the assembly process. Per the quality plan, inspections for damaged adapter/catheter tubing are performed periodically during the manufacturing process to mitigate the occurrence of this defect. A device history record review could not be performed as the lot number is unknown.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that the bd iag bc pro global pnk 20ga x 1.0in had leakage at the catheter junction. The following information was provided by the initial reporter translated from japanese to english: this is a complaint about leaking from catheter joint. It was reported that when the catheter was punctured, blood flowed backward, leakage occurred from the joint.